Event description:
Philips received a complaint by the customer on the v60 indicating that there was no alternating current (ac) power. It was reported there was no patient involvement at the time the issue was discovered. It was reported that there was no ac power. The customer informed the remote service engineer (rse) that the power light emitting diode (led) was only illuminated. The power cord was replaced but this did not resolve the reported issue. It was verified that there was zero voltage at j1 of power management (pm) printed circuit board assembly (pcba) connector which indicated that there was no power supply voltage. The rse advised the customer to replace the power supply. The rse provided the customer with the part number of the power supply to order and replace. This investigation is ongoing.

Manufacturer narrative:
The customer replaced the power supply to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.